Event description:
On (B)(6) 2012, the healthcare professional/reporter, a pharmacist, in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. On (B)(6) 2012, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2012 at 6:15 pm, the patient obtained the blood glucose reading of 112 mg/dl on the reported meter, and a reading of 73 mg/dl on a neighbor's meter, a one touch ultra 2 meter, within 30 minutes of each other. The patient reported that at that time, he was experiencing the symptoms of shaking, dizziness, headache and impaired vision. The patient administered self-treatment by consuming chocolate and sugar and felt better afterwards; he did not seek any medical attention. The patient manages his diabetes with the oral diabetes medication diamicron (glipizide) 60 mg. Prior to the onset of symptoms on the day of this event, the patient had taken his usual meal, and had taken no diabetes medications. Troubleshooting revealed the patient's testing technique was incorrect, which can contribute to inaccurate readings. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment, and the patient denied seeking medical attention. Although the test results fell outside expected values for meter-to-meter accuracy testing, this is deemed not reportable based on the patient's incorrect testing technique. However, as the meter reading of 112 mg/dl did not correlate with the patient's symptoms or treatment, this complaint is being reported.